Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the guidewire was inserted at 10 cm and was not able to advance or retract. It was further reported that a break was found at j-tip. The device broke in two pieces and both pieces were retrieved from the patient. There was no reported patient injury.

Event description:
It was reported that the guidewire was inserted at 10 cm and was not able to advance or retract. It was further reported that a break was found at j-tip. The device broke in two pieces and both pieces were retrieved from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the sample returned consisted of elements from an m.r.I. Lp plastic port with 7 fr s/l groshong catheter, including a broken guidewire with proximal end tip intact and distal end tip missing. Visual, microscopic, and tactile evaluations were performed. The complaint of a guidewire break is confirmed. The guidewire was bent and the core wire broken, with both wires stretched and kinked. Further examination showed rumpling of the returned introducer sheath and belling of the distal dilator tip with roughened damage to the end cone. The distal end of the coil wire showed evidence of shearing at an inclined angle before the circumferentially perpendicular break. The core wire manifested scratching and also deformation on certain edges. The wire damage appears consistent with drawing against a sharp instrument. The root cause is determined to be use-related. The complaint report indicates that an attempt was made to remove the wire from the needle and also push it forward. The breakage surfaces of the guidewire are consistent with the wire being pulled against the needle. The IFU states that the guidewire, if it must be retracted, must be removed with the needle. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.